Event description:
It was reported that the patient had a lead replacement three weeks ago. It was not known why the patient's lead was replaced. After the replacement the patient switched to program 3, which was set to cycling, per her hcp recommendation. After surgery everything was working well, but recently the patient experienced no stimulation sensation and a loss of therapeutic effect. The patient experienced a shocking or jolting sensation when stimulation was at or above 1.3 volts, but did not feel stimulation when she initially turned the device on, at 0.8 volts. It was noted that the patient had been programmed twice since the replacement lead was implanted. It was reported that educating the patient on the use of the patient programmer resolved the reported issue, and the patient planned to continue using her new program in order to give the system time to work. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot# v534762, implanted: 2010 (B)(6), explanted: 2011 (B)(6), lead model 3889-28, lot# v864270, impl anted: 2011 (B)(6), explanted: na, programmer model 3037, (B)(4).